Event description:
It was reported to boston scientific corporation that a capio device was used in a procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the needle detached from the suture. X-ray confirmed that the needle was left in the perineum. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)